Event description:
Information was received from a consumer regarding a patient receiving baclofen dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. The patient¿s pump was alarming or beeping. The patient stated they started to hear the non-critical alarm a couple of weeks ago and the critical alarm started last night. The patient traveled to (B)(6) to get their pump filled. The patient was scheduled fora pump refill on (B)(6) in (B)(6). The patient gets their pump filled every 10 months and the last time the patient had the pump refilled was (B)(6) 2015. It was reviewed that it had been 12 months since the last refill. The patient stated that he knows there was plenty of medication in the pump. The patient did not have a healthcare provider in (B)(6) they see regarding the pump. The patient¿s insurance would not pay for the patient to see someone in (B)(6). The patient had tried to contact two physicians on the list the morning of the report. Additional information was received from the consumer on 2016-dec-13. It was reported that a missed appointment was what led to the critical alarm. The patient did not experience any symptoms, the pump was refilled, and the critical alarm was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.